Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test due to faulty force sensor resistor. The device had minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
Customer reported via phone, the insulin pump was not working. Customer stated every time he attempted to prime the piston keeps moving forward and doesn't stop, squirts out insulin. When it stopped the device would alarm compromised forces sensor system. Customer's blood glucose was 323 mg/dl. Troubleshooting was performed. The device was not dropped or bumped prior to the alarm occurring. The drive support cap was reported normal and doesn't recall pressing the cap while connected. Customer was advised discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device.